Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow-up. The left ventricular lead exhibited a loss of capture. An x-ray confirmed that the lead had become dislodged. No medical intervention was performed. The patient was doing fine post event.